Manufacturer narrative:
On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and ¿procedural pain¿ (no further detail was provided). The cause, treatment and the patient outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.